Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for revision of the right atrial lead due to suspected dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The event of lead dislodgement was reported. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried tissue. The full helix extension length was measured within the specification.